Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that the distal conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.

Event description:
It was reported that the patient alert triggered for high impedance. The device was interrogated and the high impedance on the lead could not be reproduced. The lead remains in use. It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert triggered for high impedance. The device was interrogated and the high impedance on the lead could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.